Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the cervical leads was being revised. During the revision procedure the patient coded on the table while implanting the second lead. Patient was revived and has recovered. Procedure was aborted.